Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-10931. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2009 due to sciatic nerve pain. It was reported that the patient underwent mesh removal on by (B)(6) 2012 due to eroded mesh, contracture of mesh arms, and dyspareunia. This is one of three medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-10932 and 2210968-2014-10931. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).